Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Upon conclusion of the investigation, the cause was determined to be user error,the tidal total ultrafiltration removal being set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. This can result in an increased intra-peritoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently in the process of being evaluated. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 18:26:31. During night drain cycle four, the patient's ultrafiltration reading was 2512ml, indicating the home patient drained 2292ml more than their maximum programmed fill volume of 2200ml. No additional information is available.